Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that foreign material was found inside the sterile packaging.

Event description:
It was reported that foreign material was found inside the sterile packaging.

Manufacturer narrative:
Alleged failure: the customer reported to the customer service. I would like to contact you regarding an incident that has been reported to us on the following reference: canule aspi lavage laparoscopie ahtocdt; 250-070-620; 24296fg2. The incident took place on: 08/01/2025, here is the description we received: presence of a hair on the suture. Product certainly not sterile and not clean. Action taken: use of a new device. Device recovered from pharmacy: yes. The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be the paper tape was dirty or the packagers hand had contaminants during packaging. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Added manufacturing date.